Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional evaluation and investigation coordinated by synthes (B)(4) reports the following: all components possible (threaded sleeve and piston) were inspected. No deviations from the specifications could be found. A high torque must have been applied on the mixer in order 10 produce this failure, possibly during the transfer of cement. This led to high axial force on the threaded sleeve and the piston. As a consequence the piston deformed and the threaded sleeve broke up which made the device useless. The reason for why such a high torque was applied is unclear. Under normal conditions such high torque is not needed to transfer the cement. Amongst others high user force may be required in case of already advanced polymerized cement in the cartridge (transfer of cement at a later time point than required) or if the cement is transfer through a device with a high flow resistance e.g. Vertebroplasty needle. The missing luer cone was sheared off. Because it was not found in the stop-cock, this is likely the result of another manipulation with the mixer. Thus it is unclear how and why the luer cone was sheared off, especially since the stop-cock is only attached once end left on the mixer until the end of cement transfer. In conclusion potential user error cannot be ruled out.

Event description:
This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. The manufacturing documents were reviewed and no complaint related issues were found.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: during a procedure on an unknown date, it was not possible to fill the syringes. No additional information is available. This is report 1 of 1 for (B)(4).